Event description:
It was reported that the right ventricular lead had high impedance. Initially, this was thought to be a possible connection issue; however, during the procedure, no issue was found with the connector. The lead was capped after an explant attempt was not successful and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A lead integrity alert triggered one patient alert for lead failure predictor on (B)(6) 2011 09:00:07. Oversensing was noted as 14 ventricular non sustained tachycardia episodes <=210 ms occurred between (B)(6) 2011. Interference/noise was also noted as the ventricular short interval count (v-sic) was 1.3 counts avg/day, in 25.33 days, between 09(B)(6) 2011.